Event description:
It was reported that the customer was hospitalized in june due to low blood glucose. It was stated that the customer's blood glucose was 19 mg/dl when the paramedics arrived at his home. The paramedics treated the customer's low glucose with an insulin drip. It was stated that the customer was ripping up a carpet at rental apartment and then mowing lawn on riding tractor. It was stated that the customer was experiencing low blood glucose for the past eight months since before being connected to the insulin pump. During the call, the wife also reported that the customer was hospitalized on (B)(6), 2011 due to low blood glucose. Advised the caller to monitor the insulin pump and contact the doctor regarding unexplained low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.